Event description:
It was reported that the patient had several low flow alarms within a time span of 12 hours. An echocardiogram was performed and it revealed the left ventricle (lv) had sufficient discharge, but the right ventricle (rv) had slightly restricted function with a central septum position. A computed tomography scan (CT) was also performed, which showed a slight narrowing of the outflow graft. There was suspected thrombotic material between the outflow graft and the kinking protection.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. Log file b3081026 contained data spanning from 05mar2022 at 18:52:17 to 08mar2022 at 10:27:34, per the timestamp. No notable alarms were captured. Log file contained data spanning from 19may2022 at 17:46:42 to 07jun2022 at 10:21:44, per the timestamp. Intermittent periods of low flow alarms were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). No other notable alarms were captured. Log file b9061322 contained data spanning from 05sep2022 at 21:50:52 to 06sep2022 at 13:17:39, per the timestamp. Continuous periods of low flow alarms were captured throughout the log file. No other notable alarms were captured. The clinician reported that the patient had experienced over 240 low flow alarms over the past 12 hours. The patient was asymptomatic at the time of the alarms and a ramp study was conducted. An echocardiogram was collected and revealed sufficient left ventricle discharge while the right ventricle had slight to moderate restriction with a central septum position. A computed tomography (CT) scan was performed and revealed a slight narrowing of the outflow graft due to suspected thrombotic material between the outflow graft bend relief and lumen. The patient underwent surgery to alleviate the outflow graft constriction, which was successful / resolved the event. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) addresses pump speed, power, flow, and pulsatility index in section 1. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The instructions for use warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance / left ventricular filling. Section 7 covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii left ventricular assist system patient handbook also outlines all visual/audio alarms and what action(s) should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that CT images indicated some sort of constriction at the outflow graft. The patient underwent surgical intervention to have the constriction in the outflow graft removed. The surgery was successful, and the event was resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.